Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection meropenem (250mg per bag; route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.